Event description:
It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: "ohiohealth has reported that they have some stock of item 309657 that did not have the measurement lines on them."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a 3ml luer-lok syringe was received and evaluated. The photo shows two loose syringes with one displaying no defects in the image and the other showing all the scale marking missing. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process.

Event description:
Material#: 309657. Batch number#: unknown. It was reported by customer that they have some stock of item 309657 that did not have the measurement lines on them. Verbatim#: rcc received a complaint via email. Email(s) attached. Ohiohealth has reported that they have some stock of item 309657 that did not have the measurement lines on them. Picture below.